Event description:
It was reported that the user interface holder broke. It is unknown if there was a patient involved. (B)(4).

Manufacturer narrative:
(B)(4). The user facility who reported the incident did not request service, a replacement user interface holder was ordered and repairment of the ventilator was performed by themselves. No pictures on the user interface holder were provided. The user interface holder has not been returned and no further information has been provided. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
(B)(4).